Manufacturer narrative:
(B)(4). The lot 16f002 was manufactured june 13, 2016- june 15, 2016. The device was received at the plant for analysis. Visual inspection on the unit via the naked eye showed no signs of physical abnormality that could have caused the reported condition. A functional flow rate test was performed and the flow rates were found to be within specification. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported issue was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor experienced an overinfusion. The infusor was filled with fluorouracil accord. There was no patient injury or medical intervention associated with this event. No additional information is available.